Event description:
A customer reported that on (B)(6) 2011 during a procedure, the customer experienced a situation where the laser would not test fire. The procedure was aborted.

Manufacturer narrative:
Per a MFR technical support rep, the laser would not test fire meant that the customer could not get the system to function so that energy would transmit through the fiber.